Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the communication failure occurred due to a damaged cable but the cause of the cable failure could not be specified. The event can be prevented by following the instructions for use (IFU) which state: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device valuation observed interference in the image and found to be caused by the cable being damaged internally (faulty cable). Additionally, when moving the cable, it caused image loss. Furthermore, service detected that the camera head has defective, knocked optics retention coupler, causing it to stick in its movement. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported " when the optic is placed on the camera and rotated to see different points of view, the image goes (image loss)". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.